Event description:
Customer was admitted to hospital for high blood glucose levels. Troubleshooting was performed, and all programming was correct. Customer was unable to perform the prime test, and high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.